Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. Customer's blood glucose level was 163 mg/dl. Reportedly, the customer was filling the cartridge with a syringe filled with air and then filling the cartridge with insulin. Tandem technical support educated customer on proper fill technique. Customer was able to load a new cartridge to resolve the issue.